Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service representative replaced the hard drive and reloaded the system software as a precautionary measure.

Event description:
The customer reported that the system locked up. There is no report of patient injury.